Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 during duodopa titration period, the patient experienced oozing from the stoma site and pain. On 10 apr 2018, it was reported that the patient was treated with unknown antibiotics for six to eight weeks after the stoma (tubing placement) due to an infection. No further information was provided and primary reporter declined to be contacted.